Event description:
It was reported that the pump was no longer functional. The patient could not get anyone to remove it. She no longer had a physician. The patient wanted to know if the ¿dead pump¿ was a long-term health risk. The patient wanted to know if the catheters would calcify and cause more back pain. The patient really wanted the pump removed. She couldn¿t get anyone to refill it, so there was no sense in keeping it implanted.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).